Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. On (B)(6) 2024, it was reported that the patient encountered infusion set occulsion in tubing. Patient's blood glucose at the time of event was 490 mg/dl. Patient had normal ketones. Patient was hospitalized for 3 hours. No further information available.